Event description:
It was reported that there was no capture on the right ventricular (rv) lead, which had dislodged into the atrium due to twiddling by the patient. A revision was attempted but tissue kept the helix from retracting so the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm bi-ventricular (bi-v) defibrillator 2013-(B)(6); 5076-52 implantable pacing lead 2013-(B)(6); 4196-88 implantable pacing lead 2013-(B)(6). (B)(4).